Event description:
A user facility reported they had a device which would not remain inflated while in pt use. The crna removed the lma and replaced it with another. There was no pt problem. Evaluation of the device indicates the failure to remain inflated is due to a tear in lma cuff along its front, inside surface.